Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was reproduced while running a loaded set. System error 105 was also confirmed through a review of the event history log and found to be caused by a loose gear on the motor shaft which caused scoring on the motor shaft. The failed motor assembly and gears were replaced.